Manufacturer narrative:
Updated with additional information received on june 07, 2016.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a stricture in the common bile duct due to malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a history of metastatic disease. Liver function testing was performed on (B)(6) 2015. A baseline assessment of biliary obstructive symptoms was taken on (B)(6) 2015, with the following symptoms reported: jaundice and itching. The patient underwent an ercp and computed tomography (CT) with study stent placement on (B)(6) 2015 as an outpatient procedure. A pancreatogram was performed during this procedure. The 10mm x 80mm wallflex biliary rx fully covered rmv stent was placed in a satisfactory manner. The patient's malignant neoplasm was deemed resectable, and the patient was scheduled to undergo neoadjuvant chemotherapy, with intended curative intent surgery planned 8 to 16 weeks after stent placement. On (B)(6) 2015, the patient underwent a biliary reintervention for the management of biliary obstructive symptoms of jaundice and itching. The study stent was repositioned to address a portion of the liver that was not drained. On (B)(6) 2016, the patient was transitioned to palliative are due to progression of the disease and new evidence of unresectability. On (B)(6) 2016, the patient underwent an outpatient biliary reintervention as a result of the recurrence of the original biliary stricture. It was noted that the study stent was occluded with sludge. The patient underwent restenting and a 10mm x 80mm wallflex biliary rx uncovered stent, as well as a 10mm x 60mm wallflex biliary rx fully covered stent, were placed in a satisfactory manner. No further adverse events have been reported. Additional information received june 07, 2016: during the biliary reintervention performed on (B)(6) 2016, the stent occlusion with sludge was confirmed by ercp. The 10mm x 80mm wallflex biliary rx uncovered stent was placed within and extending more proximally to the previously placed 10mm x 80mm wallflex biliary rx fully covered rmv stent. The 10mm x 60mm wallflex biliary rx fully covered stent was placed distal to the previously placed wallflex biliary rx fully covered rmv.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx fully covered rmv stent was implanted to treat a stricture in the common bile duct due to malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the (B)(4). Reportedly, the patient had a history of metastatic disease. Liver function testing was performed on (B)(6) 2015. A baseline assessment of biliary obstructive symptoms was taken on (B)(6) 2015, with the following symptoms reported: jaundice and itching. The patient underwent an ercp and computed tomography (CT) with study stent placement on (B)(6) 2015 as an outpatient procedure. A pancreatogram was performed during this procedure. The 10mm x 80mm wallflex¿ biliary rx fully covered rmv stent was placed in a satisfactory manner. The patient's malignant neoplasm was deemed resectable, and the patient was scheduled to undergo neoadjuvant chemotherapy, with intended curative intent surgery planned 8 to 16 weeks after stent placement. On (B)(6) 2015, the patient underwent a biliary reintervention for the management of biliary obstructive symptoms of jaundice and itching. The study stent was repositioned to address a portion of the liver that was not drained. On (B)(6) 2016, the patient was transitioned to palliative are due to progression of the disease and new evidence of unresectability. On (B)(6) 2016, the patient underwent an outpatient biliary reintervention as a result of the recurrence of the original biliary stricture. It was noted that the study stent was occluded with sludge. The patient underwent restenting and a 10mm x 80mm wallflex¿ biliary rx uncovered stent, as well as a 10mm x 60mm wallflex¿ biliary rx fully covered stent, were placed in a satisfactory manner. No further adverse events have been reported.